Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead returned and analyzed. (B)(4) no anomalies found. It was noted that the distal conductor had blood/body fluid (not obstructed). Full lead returned and analyzed.

Event description:
It was reported that the patient coronary sinus anatomy prevented implantation of two different left ventricular lead. A dual chamber defibrillation system was successfully implanted. No patient complications have been reported as a result of this event.